Event description:
Patient underwent hip revision surgery due to modular stem/pin failure. Revision was carried out on (B) (6) 2010. Date of original implant - (B) (6) 2002.

Manufacturer narrative:
Mechanical tests were performed on similar devices.